Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was that a capacitor, designator c84, had been installed backwards.  This resulted in an electrical short which prevented the device from powering on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the device's system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on.  There was no patient use associated with the reported event.